Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed the wire to have come apart at the joint of the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received for evaluation on (B)(4) 2014. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated or if additional information is received.